Manufacturer narrative:
Zoll medical corporation evaluated the auxiliary power supply and the reported malfunction was not replicated or confirmed. The auxiliary power supply was put through testing without duplicating the malfunction. Replacement auxiliary power supply was sent to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's power adapter sparked and smoked. Complainant indicated that there was no patient involvement in the reported malfunction.